Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. Receiver passed when tested if it will charge and will boot. Functional test passed. Receiver log was retrieved and attached. The allegation is not confirmed because no relevant issues were found during lab testing or log review.